Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The unit had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube window.

Event description:
Customer reported a button error on her insulin pump. Customer changed out the battery, and the device alarmed battery out limit. None of the buttons are working. Customer's blood glucose is 165 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.